Event description:
Pt fell towards the hook on a sabina sling bar which resulted in abrasions on her forehead.

Manufacturer narrative:
(B)(4). Recall has been issued under FDA assigned # z-1694-2011.